Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure, performed on (B)(6), 2011. According to the complainant, during the procedure, two out of the seven bands that were deployed fell off the varices as the scope suction was released. Five bands remained on the varices which was sufficient to complete the case with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.